Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt reported, the last two times she looked at her insulin cartridges they appeared to be perfect, and then later she saw air bubbles in cartridge and then they go into the tubing. Pt reported, her blood glucose level read hi on her meter last night, and she gave herself 15 units of insulin by bolus. She stated today at noon her reading was down to 157 mg/dl. Advised she lubricated the plunger, educated on adjusting piston rod to 310 units. Educated on connecting the infusion tubing, infusion adapter and cartridge together prior to inserting into the infusion device. Educated if she did see air bubbles to tap them to the top center of the cartridge and to prime them out. Pt reported she did this while on the call and sees no further air bubbles. Submitted request for additional training. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.